Event description:
A healthcare worker experienced a funny taste that progressed to a "tickle" on her tongue and voice hoarseness as she loaded the sterilizer. The duration of throat irritation lasted 3-4 hours. The cycle had completed and the vaporizer plate was in place with some white non-powder residue present upon inspection.